Manufacturer narrative:
The lens was returned to b+l. Visual inspection found one haptic plate with the arms attached has been torn off. The other plate and the optic are not damaged. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history record was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current information the exact root cause cannot be determined for the reported event. However, it is to be noted that patient related factors such as excessive capsular fibrosis, capsular bag contraction, and dense scarring could be contributing factors to z-syndrome.

Event description:
It was reported that the lens was explanted and replaced with another lens model approximately 2 months post-implant due to z-syndrome. Allegedly, the haptic bulb was protruding through the posterior capsule bag. Reportedly, the z-syndrome was due to excessive capsular fibrosis and in the physician's opinion, the most likely cause was "capsular bag contraction and dense scarring." The patient recovery is on schedule.